Event description:
The user stated she is getting negative values on multiple analytes on the cobas 6000. She stated there were at least 10 affected pt results on (B) (6) 2009 and up to 5 from (B) (6) 2009. The user provided two examples from (B) (6) 2009. Sample 1 initial creatinine result was -0.68 mg per dl, repeat result was "normal"; initial glucose results was 8 mg per dl, repeat result was "normal". Sample 2 initial creatinine result was -0.28 mg per dl, repeat result was 0.78 mg per dl, second repeat result was 0.81 mg per dl; initial glucose result was 0 mg per dl with the data flag, repeat result was 79 mg per dl, second repeat result was 4 mg per dl, third repeat result was 81 mg per dl. The user stated no erroneous results were released. The field service rep determined the probe was out of adjustment and was hitting the side of the "ez-nest cup". He adjusted the probe and cleaned the probe guide. To verify the analyzer operation, he ran precision testing and qc with results within spec.